Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 6541101, serial/lot #: unknown, UDI#: (B)(4); product ID: 6541101, serial/lot #: unknown, UDI#: (B)(4); product ID: 6541101, serial/lot #: unknown, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product used in percutane ous spinal therapy for broken rods. It was reported that the set screws came loose from the tulip head of the implanted screw, even though the set screws had been implanted and torqued onto the rod. The patient had pain and revision surgery was performed to explant the set screws and no further complications or symptoms were reported. There is no malfunction associated with the rod.

Manufacturer narrative:
Radiographic review: single image smart phone picture of lateral x-ray thoraco-lumbar fusion. The rods are out of the screw heads bilaterally at the lower two levels of the construct. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of part # 6541101, lot # h5773491 visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This type of damage is consistent with misalignment of the mas and set screw threads during construct assembly. H3: product analysis of part # 6541101, lot # unknown visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This type of damage is consistent with misalignment of the mas and set screw threads during construct assembly. H3: product analysis of part # 6534530, lot # h5779853 visual and optical inspection did not reveal any damage to the female torx head, but the threads of the set screw appear to be worn/used. Functional check with a sample bone screw confirmed the set screw was able to thread into the head of the screw without any issue. The bottom node of the set screw shows no signs of off axis/ uneven wear from the seating of the rod. The set screw appears to function as intended. H3: product analysis of part # 6534530, lot # h5779853 visual and optical inspection did not reveal any damage to the female torx head, but the threads of the set screw appear to be worn/used. Functional check with a sample bone screw confirmed the set screw was able to thread into the head of the screw without any issue. The bottom node of the set screw shows no signs of off axis/ uneven wear from the seating of the rod. The set screw appears to function as intended. H6: part # 6541101, lot # unknown - fdm - b01, fdr - (B)(6), fdc- d12 h6: part # 6534530, lot # h5779853 - fdm - b01, fdr - c19, fdc- d14 h6: part # 6534530, lot # h5779853 - fdm - b01, fdr - c19, fdc- d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.